Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had a loss of stimulation. Further investigation indicated that some of the electrodes had fractured. The device was reprogrammed around the fracture using the remaining electrodes. The patient was then scheduled for a re-positioning of the battery at which time impedance measurements indicated lead damage. Therapy impedances gave an indication of current flow but the patient felt only faint stimulation, even at the highest settings. The physician replaced lead and extension at the same time neurostimulator was repositioned. The patient felt strong stimulation following the implant of the new lead and the surgical outcome was reported as recovered without sequelae.